Event description:
The customer reported that the ventilator went vent inop during use in normal ventilation operation. The customer reported the unit was in use on a patient and there was no patient harm. The customer reported the unit went vent inop due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the customer contacted manufacturers product support engineer (pse) for assistance. Pse advised the customer to evaluate the cpu and power management pcb boards for replacement. The customer reported the cpu and power management pcb boards were replaced to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.